Event description:
It was reported that the clinician noted the patient had their atrial lead repositioned earlier this year on (B)(6) 2022. The patient was in the hospital for unrelated reasons and an x-ray was performed revealing atrial lead dislodgement. There were patient consequences. Recently, a remote transmission showed a drop in sensing and not capturing appropriately in the atrium. Atrial lead dislodgement was suspected. The patient was asymptomatic. No intervention at this time.